Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an knee arthroscopy, the fast-fix flex was missing the t2 peek anchor the malfunction was noticed after implanting t1, the t1 implant was successfully removed by pulling the attached suture. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the procedure for implant loading into fast fix device describes the procedure for inserting both ts into the needle of the device. The operator should first insert t2 and then t1 and must verify that they have been loaded in the correct position. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.